Event description:
The advocate stated that the customer tested her blood glucose using her contour meter and the advocate's contour meter. The customer's meter read 400 mg/dl, while the advocate's meter read 190 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.